Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and also had multiple pump errors. The customer¿s blood glucose level was 216 mg/dl. The customer reported that the screen was blank and the pump didn't have a low battery and replaced a new battery in and it didn't work. The troubleshooting was performed and was advised to insert new aa battery and the display did not return after pump restart. The customer stated that after turning the pump back on after replacing it with a new battery they got an alarm that stated trace pointers are invalid error and the she got history pointers failed. The history pointers are corrupted error and also got post-reset ram crc alarm. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.